Event description:
Pt reports they have to reprogram pump every time they turn them on, and it is happening to both pumps. Pt reports both pump are infusing fine, pt is just having to reprogram every time and the steps are in different order than it was before. Pt requested nursing assistance to see if they can help them set it back, if possible. Pump serial number and expiration unknown. No further information, details or dates available. Pump return tracking information is not available. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: remodulin mdv (pap) - 40ng/kg/min. IV remodulin pt via cadd solis pump. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? Unknown. Is the actual device available for investigation? Unknown. Did we replace device? No. Did the patient have a backup device they were able to switch to? Unknown. Is the infusion life-sustaining? Yes. What is the outcome of the event? Unknown. Patient code: 4582. Device code: 2880, 1670. Reference report: mw5178294.